Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that has experienced hgh blood glucose of 415 mg/dl due to being disconnected from the infusion set. Customer was unsure why or how the infusion set became disconnected. Customer has been using manual syringes since being disconnected. Customer indicated that he has reconnected the infusion set and everything is working fine as he only wanted to report the incident. No further information was given.